Event description:
It was reported that when interrogation was initiated during routine device follow-up, an error message displayed indicating there was a "battery operation error" and the "longevity & battery figures are no longer correct." It was also reported that the device had a (B)(4) software error that was likely not cleared at or prior to device implant. Additionally, the device has high battery impedance. The device is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed high battery impedance and coulomb counter clamping.